Event description:
During an arthroscopic repair, the physician reportedly utilized a 5.5mm speedscrew knotless implant. While placing the anchor and engaging final tensioning the anchor reportedly cut the suture. The anchor was removed from the surgical site and another bone hole was drilled. The procedure was ultimately completed using a competitors anchor. No patient injury was reported as a result of this event.